Manufacturer narrative:
While performing a review of the file, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-00252 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
G4, b3 unknown. One device was received for evaluation. Visual inspection found the rear housing damaged in the battery area, and a scratched lens. There was no evidence in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the clock battery was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 1310. Unknown patient involvement.